Manufacturer narrative:
Due to character restrictions in block e1 site name : (B)(6) medical sciences

Event description:
It was reported that while the distributor was performing an unrelated service, the cardiosave intra-aortic balloon pump (iabp) unit had an autofill failure. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has autofill failure. No one was harmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, component codes and investigation conclusions). A getinge field service engineer evaluated the unit and in order to fix the issue he replaced fill drive manifold assembly. Performed a calibration and function tests. All values are within range machine is working satisfactorily now.